Event description:
It was reported to fresenius that a patient on continuous venovenous hemodiafiltration (cvvhd) utilizing an ultraflux av 1000 s dialyzer experienced worsening hypernatremia (admission date unknown). The patient had an acute kidney injury and was participating in a clinical trial. A review of the documents in the complaint file revealed the patient began undergoing cvvhd in the intensive care unit (ICU) on (B)(6) 2024 due to aki and hypernatremia. On (B)(6) 2024, while undergoing treatment the patient experienced worsening hypernatremia. As a result, the patients¿ treatment was discontinued; however, it is unknown if the patient¿s extracorporeal blood volume was returned or discarded. Additionally, it appears the patient was receiving cifoban (also known as sodium citrate), which was also discontinued. The study documentation attributed causality to ¿unacceptable toxicity;¿ however the specifics were not provided. The patient¿s current disposition is currently unknown, as the patients¿ clinical trial was discontinued following the reported worsening hypernatremia. No further details were able to be provided.